Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implant, utilizing 09f amplatzer talisman delivery sheath. During implant, the right disc was noted to deform to a tire-like shape. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed. A replacement device was used to complete the procedure. The patient was reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that there was no interaction with cardiac structures, no angulation or kink in the delivery system and the correct size delivery system was used during the procedure. The cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.